Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. The removal of a dental implant during surgery without the replacement of another dental implant is a known inherent risk of the procedure due to either lack of primary stability of the implant (patient or procedure related). It may also include the removal of an implant after osseointegration due to either the clinician's or patient's decision. The manufacturer's trend analysis confirms that usually procedural errors and/or patient's condition contribute to the event.

Event description:
The clinician reported that on the day the dental implant was placed, in (B)(6) site #7 of the patient's mouth, a failure occurred upon insertion. Primary stability was not achieved. Patient presented with type IV bone. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.